Event description:
It was reported that the impedance had dropped since implant. It is supected that there may be a possible lead dislodgement. High thresholds were observed. A chest x-ray showed that the lead did not move. The physician chose not to do a lead revision, based on good parameters during visit.

Manufacturer narrative:
Na